Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, a ¿placement signal not reliable¿ alarm was noted on the aic, and the medical care team was informed. No additional information is available regarding actions taken in response to the alarm. The patient remained on impella cp support via the axillary approach as a bridge to left ventricular assist device (lvad) therapy or transplant.